Manufacturer narrative:
Further analysis was performed on the main printed circuit board assembly. Visual inspection revealed no anomalies. Bench analysis and functional analysis did not reveal any anomalies. Could not reproduce the failure seen during servicing of the device.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the device failed in incoming vxi test due to device intermittent operation. Analysis also noted that there was a dent in the high rate cover and that the upper and lower cases, bail covers and ring cover were broken. The device was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.